Event description:
During review of the data log, found error 99, 33, and flow rate.

Event description:
During review of the data log, found error 99, 33, and flow rate. The device was received for evaluation. Reviewed history log, verified non consecutive errors, error 33 (2x) and e99 (1x). Per IFU, device can be returned back to use. Equipment cleaned and post repair tested per quality control check list. Equipment is now functioning as intended and is released for further use. No defective parts changed following servicing because device works within specifications. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a.